Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified iliac artery. A 7.0mmx40mmx80cm (4f) sterling balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres, the balloon ruptured distally. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient was in good condition.